Event description:
The customer's mother reported via phone call that the customer was making a set change and received a compromised force sensor system alarm. Customer's blood glucose was 247 mg/dl. Customer stated that the drive support cap was sticking out. Customer stated that he just pushed the cap in while he was connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, scratched reservoir tube window and stained end cap sticker.